Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and increased thresholds and low impedance, which had also increased. The impedance was later not measureable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.